Manufacturer narrative:
A visual examination of the guidewire found the guidewire to have been cut. The uncut end of the guidewire presented a gouge which cut through the coating and into the coil wire. The ball weld was missing and not returned. The returned portion of the guide measured to be approximately 98 centimeters long. The coil wire was kinked and had been stretched in center of returned section for approximately 12 centimeters. The core wire measured to be approximately 74 centimeters long. An examination of the un-cut end of the core wire revealed that it had been properly formed. The cut end of the guidewire revealed that both the core wire and coil wire to have been cut and did not fail in tension. The condition of the returned unit was consistent with the complaint incident that the device coil wire unraveled. Physical analysis revealed that the core wire and coil wire had both been cut and only a portion of the guidewire had been returned. The coil wire of the returned portion was unraveled. Because only a portion of the guidewire was returned it remains unknown if the failure occurred due to a defect in the guidewire, procedural factors and/or customer handling/prep of the device, therefore the most probable root cause is undeterminable.

Event description:
It was reported to boston scientific corporation that a endovive safety peg kit push method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2011. According to the complainant, during the procedure when the physician was tracking the push peg tube over the guidewire and added tension to the guidewire, the proximal end uncoiled. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The exact age of the patient is unknown; however, over 18 years old. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Device (B)(4) relates to (B)(4) for the reported event of guidewire uncoiled. The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental manufacturer's report will be filed.

Event description:
It was reported to boston scientific corporation that a endovive safety peg kit push method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6), 2011. According to the complainant, during the procedure when the physician was tracking the push peg tube over the guidewire and added tension to the guidewire, the proximal end uncoiled. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.